Event description:
It was reported that this pacemaker declared a lead safety switch (lss) due to high out of range pacing impedances on the right atrial (ra) lead, measuring greater than 2000 ohms. Boston scientific technical services (ts) discussed that there appears to be capture due to the deflection post pacing spikes. After the lss farfield signals were observed on the ra channel during ventricular pacing, however, it was not oversensed. The hcp planned to bring the patient in for further evaluation. The patient's ra lead is a non-boston scientific product. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.